Event description:
Customer reported that they felt some air leakage and a bubbling feeling around the tube. The customer replaced the inner cannula and that resolved the issue. The information provided to date does not confirm if decannulation and recannulation of a replacement tube was performed. Customer confirmed that no additional harm to the patient. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.